Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Manufacturer's ref. No.: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the distal electrode on this lasso nav catheter peeled off the catheter loop after catheter removal from the patient's body. Visual inspection was performed and was noticed that the ring was pulled and damaged; the pu edges evidence found confirms the ring was properly attached prior use. All catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Finished goods materials were pulled from stock for inspection, the rings were found correctly bonded to the catheter loop on this material. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was confirmed.

Event description:
It was reported that following an a-fib procedure, the distal electrode on this lasso nav catheter peeled off the catheter loop after removing catheter from the body. The physician noticed this condition under fluoroscopy that it did not look right. The catheter condition was not noted before use of catheter. The catheter was removed safely from the patient without any part left inside the patient. The case completed without incident. No incident or real difficulty encountered during the case. No patient injury was reported. No picture was available, catheter was sent back to bwi with peeling piece attached.